Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventative maintenance (pm), it was observed that the device is not showing the battery amps or percentage when in service mode. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer completed the pm service, and everything passed fine, but noticed the display was not showing the proper information. The rse informed him that aftermarket battery might cause issues, and he verified it was an aftermarket battery. He stated that philips came a few weeks ago and remediated this unit with fco66. Recommended to replace the battery with philips internal battery. Customer will determine if they will order philips internal batteries. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.